Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the bb shows eaw174 -basal edit not saved was recorded on (B)(6) 2017 at 11:17 indicates the user attempted to edit the basal rate but did not select save. A replace cartridge alarm was recorded on (B)(6) 2017. Deliveries resumed at 05:02. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient experienced a hyperglycemic event. The reporter noted that the patient had a blood glucose of 33.3 mmol/l with symptoms of drowsiness, thirst, and nausea. The patient had remained on the pump at the time of the call. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump history with a customer technical support and found that the basal total did not match the active basal program. This was determined to be due to a cartridge change, the prime menu being accessed, the basal edit screen being accessed, and the customer making changes to the basal program. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event and there was evidence of use error as a contributing factor.